Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user stated while he was driving the zoom 400 scooter, the wheel fell off of the swing arm.